Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown the customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the consumer experienced a needle stick injury with the unspecified bd¿ pen needle. No further information was provided. The following information was provided by the initial reporter: "someone got stuck by accident by a bd needle. It was me and a man's son... I also had a lumbar puncture done. Your product was used."

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the consumer experienced a needle stick injury with the unspecified bd¿ pen needle. No further information was provided. The following information was provided by the initial reporter: "someone got stuck by accident by a bd needle. It was me and a man's son... I also had a lumbar puncture done. Your product was used."